Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported the system measured more cylinder than the preoperative exam. The surgeon went with the system's suggested lens power and had a refractive miss. Additional information requested.

Event description:
Additional information received states the patient's intraocular lens was explanted and another intraocular lens was implanted.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.4, d.10, h.3, h.4, h.6, and h.10. The company service representative examined the system and could not confirm nor replicate any system nonconformity that may have attributed to the reported event. As a preventative action, the company service representative cleaned the balanced salt solution (bss) on the window. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. Based on the information provided for this investigation, the surgeon¿s decision to use the measurements even though the system displayed cautions, rather using the pre-operative plan as suggested likely attributed to the reported event. The root cause of the reported event can be attributed to surgical/clinical factors unrelated to the functionality of the device. The manufacturer internal reference number is: (B)(4).